Manufacturer narrative:
Investigation: 5 unopened and 6 opened samples were returned for investigation. The returned samples were subjected to visual inspection, end cap with flow control plug disassembly force, end cap dimension 6.9 measurement and flow control plug dimension b measurement. The returned samples passed the acceptance criteria. No abnormality was observed. Unable to confirm the customer experience based on samples returned. A device history record review found no non-conformances associated with this issue during production of this batch. A review of 12 months qn on reported nonconformance was performed. No related qn was raised.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter there is an issue with removing luer lock plug. It is difficult to loosen/remove the plug and it pulls off flashback chamber. The following information was provided by the initial reporter: we are having problems with the recent batches of cannula we have been using. When trying to remove luer lock plug prior to, and during, cannulation we are finding it difficult to loosen/remove the plug and it pulls off flashback chamber with it resulting in blood spillage. We use bd venflons every day and are finding it is impacting on our work lists. Reported feels material and color on these batches are different from all previously used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9164765. Medical device expiration date: 2022-05-31. Device manufacture date: 2019-06-13. Medical device lot #: 9162664. Medical device expiration date: 2022-05-31. Device manufacture date: 2019-06-14. Medical device lot #: 9162846. Medical device expiration date: 2022-05-31. Device manufacture date: 2019-06-11. Medical device lot #: 9162634. Medical device expiration date: 2022-05-31. Device manufacture date: 2019-06-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter there is an issue with removing luer lock plug. It is difficult to loosen/remove the plug and it pulls off flashback chamber. The following information was provided by the initial reporter: we are having problems with the recent batches of cannula we have been using. When trying to remove luer lock plug prior to, and during, cannulation we are finding it difficult to loosen/remove the plug and it pulls off flashback chamber with it resulting in blood spillage. We use bd venflons every day and are finding it is impacting on our work lists. Reported feels material and color on these batches are different from all previously used.